Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/5/2021 h.6. Investigation: a device history review was conducted for lot number 1020006. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A photograph of the affected device and 12 physical samples were returned. Based on visual analysis of the submitted devices our engineers were able to determine that the variance in color is the result of expected variation in the coloration of the raw material. Closer inspection of the surface of each device, found the raw material to be free of any signs of aging, and functional testing confirmed that all tested devices operated as intended.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapters the end caps were discolored. This event occurred 13 times. The following information was provided by the initial reporter and translated to english. The customer stated: "before opening the packages, the color of the prn became dark yellow.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapters the end caps were discolored. This event occurred 13 times. The following information was provided by the initial reporter and translated to english. The customer stated: "before opening the packages, the color of the prn became dark yellow."